Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that the pt was experiencing painful stimulation in his ear and neck. The pt's vns was reportedly lowered and the pain resolved initially however the pt reported later that he was still experiencing pain. X-rays have been taken and sent to the manufacturer for review. No anomalies of the lead that could be the cause of the painful stimulation were observed. Vns diagnostics were not taken at the pt's office visit. Surgery to replace the pt's vns generator has occurred. The explanted generator has been returned and is currently undergoing analysis. Attempts for further info have been unsuccessful to date.